Manufacturer narrative:
The patient contacted dornier on (B)(6)2025 and indicated the splenic rupture was due to a connective tissue disorder. He was discharged from the hospital and has recovered from the incident.

Event description:
Splenic rupture was reported to have occurred following a procedure utilizing a dornier delta iii sn (B)(6).